Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture and debris on the lens. Visual inspection found no visible damage to the lens with debris on the lens. Claim #: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticm5_12.1, -12.50/ 0.5/094 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.